Manufacturer narrative:
Concomitant medical products: non-cfn spike adapter and spiro connector, therapy date: (B)(6) 2017. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported chemotherapy infusion epoh was infusing at a rate of 20.8 ml /hr for 40 hrs. The user noted spots of ¿orange liquid¿ on the bed sheet and noted the filter leaking. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of the filter leaking was confirmed. The sets were visually inspected and no anomalies were observed. Functional testing and pressure testing resulted in leaking from the extension set¿s filter vent. The root cause of the filter leak was not identified.